Event description:
During an emg-guided botox procedure on (B)(6) 2025, the patient experienced immediate sharp pain and abnormal neurologic symptoms at the emg needle insertion site. Symptoms began during or immediately after the emg portion of the procedure and were not present prior to the visit. Following the procedure, the patient developed persistent nerve-related pain, sensory changes, and functional impairment consistent with nerve injury. Symptoms have continued and required ongoing medical evaluation and treatment. Botox was administered during the same visit; however, the injury appeared temporally related to the emg needle placement.